Event description:
It was reported that during a vats pleurodesis and wedge resection procedure when the device was fired across the tissue, the staple lines was incompleted and had malformed staples. Some blood loss occurred, but not enough to require transfusion, as the cut line was clamped to prevent bleeding. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.